Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1408301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a (B)(6) male patient underwent an interventional coronary catheterization procedure on (B)(6) 2014. Access was obtained at the common femoral artery. The vessel size was noted to be 6 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The patient returned with an abscessed groin and the vascular surgeon performed a debridement on (B)(6) 2014. The patient was sent home on (B)(6) 2014. The patient's culture did not test positive. It was noted that the patient's hospitalization was mynx related.